Event description:
As reported, the tamp tube of five 5f mynxgrip vascular closure devices (vcd) got stuck in the housing. No injury was reported to the patient. The device is being returned for evaluation.

Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the tamp tube of five 5f mynxgrip vascular closure devices (vcd) got stuck in the housing. No injury was reported to the patient. 190156-4 the product was not returned for analysis. A product history record (phr) review of lot f2216101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy - advancer tube¿ could not be confirmed, as the devices were not returned for analysis. The exact cause of the reported events not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported events. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.